Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, pre-operative x-rays appear to show separation of the hinged femoral component and the femoral stem. Once in the or it was apparent that the stem was in fact loose. The size 3 hinge femur was then removed and a slap hammer was used to remove the stem that remained in the femur. Dr. (B)(6) then reamed the femoral canal to accept a 19mm x 140mm stem and recut to accept a size 2 hinged femur component. He then trialed a 20mm poly and ranged the knee and felt it was good both flexion and extension.